Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the atrial lead was reviewed and lead noise was observed. The device was reprogrammed to vvi mode and the patient was in stable condition.